Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Re-intervention of pacemaker replacement was performed due to normal battery depletion. It was performed without external temporary pacing, although the patient did not have intrinsic beats. The lead was removed from the pacemaker, connected to a new pacemaker, and returned into the pacemaker pocket. Once the pacemaker was put out of the pocket to wash the inside, the arrest occurred, so pacing was performed by connecting a lead to psa. The doctor thought that there might be a problem with the new pacemaker. The physician understands that the automatic detection of implantation cannot pace the atrial lead when outside the body, but wants an explanation as to how the arrest occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Re-intervention of pacemaker replacement was performed due to normal battery depletion. It was performed without external temporary pacing, although the patient did not have intrinsic beats. The lead was removed from the pacemaker, connected to a new pacemaker, and returned into the pacemaker pocket. Once the pacemaker was put out of the pocket to wash the inside, the arrest occurred, so pacing was performed by connecting a lead to psa. The doctor thought that there might be a problem with the new pacemaker. The physician understands that the automatic detection of implantation cannot pace the atrial lead when outside the body, but wants an explanation as to how the arrest occurred. Suspected pm: eno dr (212cr4b6) will be returned to clamart explanted pm: kora 100 dr (428zy148) implanted on (B)(6) 2015. Replaced pm: eno dr (213cr1f4) implant on (B)(6) 2022. A: beflex rf45d (trf530150) and v: beflex rf46d (trf629421) implanted on (B)(6) 2015.